Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone. The case was successfully completed with no report of impact/injury or case delay. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history records for the lot were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was not returned to the manufacturer for evaluation. Additional information indicates the initial positioning of the olive wire was not satisfactory to the surgeon who chose to adjust it. The tip of the olive was discovered to be broken off upon removal. The most likely cause cannot be determined with the information reported, however, it is possible the olive wire was subjected to additional forces or bending stresses which resulted in its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during a bunion procedure on (B)(6) 2021, an olive wire drill broke resulting in the tip being implanted in the patient's bone. The surgery was successfully completed. No delay or additional patient outcomes were reported.